Event description:
Pt reported the infusion device suddenly began to make a continuous beep. Pt stated the commands have stopped working and you could not do more. Verified the buttons of the infusion device are not working. Pt reported nothing appears on the display of the infusion device. Pt removed the battery and reinserted it, but the issue persists. Pt stated the infusion device gave no error messages or alerts, but just beeps continuously. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.